Event description:
The customer called and reported receiving no delivery alarms. The customer reportedly changed the set and reservoir. The customer's blood glucose was 130 mg/dl. During troubleshooting, the customer was able to resolve the alarm. However, because, the customer had already changed out the set and reservoir, a reservoir occlusion could not be ruled out on the previous reservoir. The customer declined high and low blood glucose troubleshooting. The customer stated they had primed by hand and continued to get the alarm. The customer further reported having a seizure, due to low blood glucose but did not go to the hospital. The customer did not provide further detail. It was advised the customer would be sent a tubing clamp to perform high pressure test and customer stated they would call back for the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.